Event description:
The manufacturer received information alleging a ventilator was delivering breaths too quickly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's inlet and particulate filters were replaced to address the issue.